Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose readings of 687 mg/dl. Customer reported symptoms of blurred vision, headache and nausea. Customer was treated with manual injections at the hospital. A leak in the reservoir compartment was noted and the customer was not getting insulin. The reservoir leak was noted to be past the second o ring. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Excessive no delivery alarms were noted in the alarm history. Customer also mentioned noticing air bubbles. No further information reported.